Manufacturer narrative:
Updated health effect- clinical code updated investigation findings updated investigation conclusions health effect impact code: f26: no health consequences or impact medical device component: (B)(4) : membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes ((B)(4) used for ¿bowel adhered to mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span august 31, 1999 through november 13, 2007 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from february 26, 2001 through may 1, 2007 were not provided. Patient information: medical history: 1/98: umbilical hernia hypertension obesity o 2/26/01: 176 lbs., bmi 32.2 o 5/15/07: 183.5 lbs., bmi 34 12/16/00: post-partum, umbilical hernia 1/16/01: ventral and umbilical hernia, congenital umbilical hernia, 2 fascial defects 5/8/07: diastasis of rectus abdominis muscle overlying mesh, umbilical hernia 6/8/07: purulent drainage, wound opened up in midline 6/26/07: seroma 11/13/07: non-healing ventral hernia repair; most likely related to stitch abscess surgical procedures: unknown date: dilatation and curettage, tubal pregnancy (B)(6) 2001: ventral hernia with mesh; umbilical hernia repair primarily. Implant: gore® dualmesh® biomaterial and prolene mesh. (B)(6) 2001: colposcopy. Mini-laparotomy with bilateral salpingectomy via pomeroy method. (B)(6) 2007: explantation of ventral hernia mesh. Ventral hernia repair. External oblique advancement flap. Adhesion takedown. Implant preoperative complaints: (B)(6) 2001: history & physical. Indications for surgery: ¿congenital umbilical hernia, never resolved. Pregnant in ¿96; ventral hernia became apparent, scheduled for repair but lost insurance. Recently pregnant; delivered 12/14/00. Pain with exertion and postprandial. Soft, obese abdomen with midline abdominal hyperpigmented incisions. 2 fascial defects palpable in midline; superior to umbilicus about 1 fingers width defect. Larger defect at umbilicus about 2 fingers width. Preoperative diagnosis: ventral hernia. Plan: ventral hernia repair with mesh.¿ implant procedure: ventral hernia with mesh. Umbilical hernia repair primarily. [Implant: gore® dualmesh® biomaterial, 1dlmc06/p17270-041, 18 cm x 24 cm x 1 mm thick] implant date: (B)(6) 2001 [hospitalization january (B)(6) 2001] description of hernia being treated: ¿we then began by making a midline supraumbilical incision approximately 12 cm in length. Here we continued to dissect down through the subcutaneous tissue until the hernia sac was located. It was dissected free from its fascial attachments and dissected free using bovie cautery. It was set off to the side to be sent to pathology. During the process of dissection, we also noted there was an umbilical hernia, and its sac was also dissected free using bovie cautery and put off to the side. We then cleaned up the fascial edges of fat using bovie cautery. Hemostasis was obtained using bovie cautery.¿ implant size and fixation: ¿once adequate length and width had been achieved on all sides of the fascia, we then used a micro mesh, gore-tex type and laid it underneath the fascia with the smooth side towards the bowels and the rough side toward the fascia and sewed this into place using interrupted 0 prolene sutures. These were all tied down into place. There was excellent apposition of the fascia and the mesh with no areas noted where bowel could sneak between the two layers. We then cut and placed a prolene mesh on top of the fascia. The pieces of mesh were approximately 8 cm x 10 cm. This was then held in place with the strands of our 0 prolene suture, which were tied down over the prolene mesh. Once complete, we then packed down the umbilicus to the fascia using interrupted 3-0 vicryl suture. The wound was irrigated with some sterile normal saline. Hemostasis was provided using bovie cautery. Through a separate stab wound a jackson-pratt drain was brought out through the right lower quadrant and laid over the top of the prolene mesh. The drain was tied into place using a 3-0 silk suture. We then reapproximated the subcutaneous tissue using a running 3-0 vicryl suture. We approximated the skin edges using staples. The wound was cleaned and dried. Sterile dressings were placed on top.¿ (B)(6) 2001: pathology. ¿specimen: a. Hernia sac. Gross description: container is labeled hernia sac. Received in fixative are two portions of pink, purple, tan glistening rubbery tissue that is 4.0 x 4.0 x 1.5 cm and 3.5 x 2.8 x 2.0 cm. Sectioning reveals folded pink-tan tissue and lobulated yellow adipose tissue. Representative section of each portion in one cassette.¿ (B)(6) 2001: discharge. ¿no heavy lifting greater than 10 lbs. Return to clinic 10 days. Maintain and record jackson-pratt output.¿ relevant medical information: (B)(6) 2001: operative report. Procedure. Colposcopy. Mini-laparotomy with bilateral salpingectomy via pomeroy method. O indications: ¿the patient is a 33-year-old gravida 5, para 3-0-2-4 who desires permanent sterilization.¿ o procedure: ¿a small mini pfannenstiel was then made approximately 2 cm above the pubic symphysis, approximately 4 cm long. The incision was then carried down to the underlying layer of the fascia with the bovie with excellent hemostasis. The fascia was nicked in the midline and the fascia was then extended laterally using the bovie. The superior aspect of the fascial incision was grasped with kocher clamps and dissected off the abdominal muscle with sharp and bovie dissection. Attention was then turned to the lower incision which similarly was grasped with kocher clamps and was dissected off the muscle using the bovie. The rectus muscles were then separated in the midline. The peritoneum was identified, was grasped with two hemostats and entered sharply with a knife. Examination of the pelvic revealed the uterus was approximately 8 cm with a small subserosal fibroid posteriorly, and normal tubes and ovaries bilaterally. The left tube was then grasped with a babcock and followed out to the fimbriated end. The tube was then grasped approximately 3 cm from the corneal region and was suture ligated with 0 chromic and another suture ligature was placed just inferior to the initial suture ligation. The tube was then excised with excellent hemostasis. Attention was then turned to the right tube which in a similar fashion was grasped with a babcock, followed out to the fimbriated end, suture ligated times two and then excised with excellent hemostasis. The fascia was then closed in a running fashion with 0 vicryl and the skin was closed in a subcuticular fashion using a keith needle with 4-0 vicryl.¿ (B)(6) 2001: discharge. ¿activity: no heavy lifting greater than 10 lbs. For few weeks. Follow up in 2 weeks.¿ explant preoperative complaints: (B)(6) 2007: ¿for evaluation of recurrent abdominal wall hernia. Underwent ventral hernia repair and umbilical hernia repair (B)(6) 2001. Had done well postoperatively, but now returns complaining of knot like sensation in abdomen as well as abdominal pain in this region. Had mild nausea and vomiting yesterday. On examination has what appears to be a diathesis [sic] of abdominal wall; however, no overt evidence of abdominal wall hernia. Does have mildly tender epigastric region of abdomen; cannot rule out abdominal wall hernia. Asked to undergo CT scan of abdomen and pelvis.¿ (B)(6) 2007: CT abdomen/pelvis. ¿findings: diastasis of rectus abdominis muscle with overlying mesh seen.¿ ¿impression: anterior abdominal wall ventral hernia repair with mesh seen. Inferior to this mesh there is an umbilical hernia with small bowel loops, however no evidence of strangulation. Thickening of right adrenal gland limb which may be related to hyperplasia or adenoma. Small sub-centimeter mesenteric, retroperitoneal and inguinal lymph nodes which may be post-inflammatory. Extensive degenerative changes of the sacroiliac joints. Fibroid uterus.¿ (B)(6) 2007: ¿I had performed previous ventral hernia repair with mesh and apparently by CT scan of the abdomen, she does have a recurrence. Due to recurrence and continued significant abdominal pain, which has fairly much incapacitated ms. Xx, I have scheduled for recurrent ventral hernia repair with mesh.¿ (B)(6) 2007: preadmission assessment. ¿states she does not want mesh and will call dr. Xx office and speak with him.¿ (B)(6) 2007: ¿indication: s/p ventral hernia repair, complaining of continued pain at the hernia site. Now presents for exploration and repair of ventral hernia. The risks and benefits of the procedure were explained, informed consent was obtained.¿ explant procedure: explantation of ventral hernia mesh. Ventral hernia repair. External oblique advancement flap. Explant date: (B)(6) 2007 [hospitalization may (B)(6) 2007] (B)(6) 2007: operative report. Specimens: explanted ventral hernia mesh. Procedure: ¿the patient was then draped and ioban placed over the abdominal wall. An approximately 10 cm supraumbilical midline incision was made with a #15 blade. Incision was carried down through the subcutaneous tissue with bovie electrocautery to the level of the mesh. The mesh was then completely cleaned off. The edges were defined and the border between the mesh and the fascia was incised. There was evidence of adhesions of small bowel to the mesh itself. The adhesions were taken down with metzenbaum scissors as well as a #11 blade until the small bowel was completely free of the mesh. The entire mesh was then freed from the fascial edges and sent to pathology. Of note, the excised mesh measured approximately 5 x 5 cm in dimension. The small bowel was then carefully examined. There was no evidence of any enterotomies. There were 2-3 small areas of potential deserosalization. The edges were imbricated with 0 silk suture. Several adhesions between small bowel loops were taken down with metzenbaum scissors. The bowel was then placed into the abdominal cavity and the skin edges were then undermined at the level of the fascia. The external oblique aponeurosis was clearly identified, both lateral edges. An approximately 5-6 cm vertical incision was made through the external oblique aponeurosis approximately 3-4 cm lateral to the midline. The same was performed on both sides. This allowed for approximation of the fascia at the midline without any tension. The fascia was then closed primarily using a mayo repair at the inferior and superior edges as well as the center. The remainder of the fascia was closed with interrupted #1 prolene sutures. Again, there was no evidence of any tension along the hernia repair. Two stab incisions in the right and left lower quadrant were made through the skin and subcutaneous tissue and 2 #10 flat j-p drains were then placed over top of the fascia lateral to the midline. The drains were sutured to the skin with 2-0 nylon suture. The subcutaneous tissue was then closed with a running 3-0 vicryl suture and the skin closed with staples.¿ (B)(6) 2007: pathology. ¿final diagnoses: hernia sac, ventral, repair: fibroadipose tissue and foreign body material. Clinically from ventral hernia. Specimen(s): ventral hernia. Procedure: repair ventral hernia. Preoperative diagnosis: recurrent ventral hernia. Gross description: received fresh labeled ventral hernia is an 8.5 x 7.5 x 1.8 cm portion of soft, pink-tan fibrous tissue sutured to a 8.0 x 7.0 x 7.1 cm portion of soft, pink-tan mesh-like material. The outer surface is grossly unremarkable. Cut surface shows soft, pink-tan to white fibrous tissue and soft, yellow lobulated adipose tissue.¿ (B)(6) 2007: discharge summary. ¿2 jp [jackson-pratt] drains, draining serosanguinous fluid from wound. Abdominal wound, stable, closed, clean, dry, intact. Afebrile. F/u [follow up] 2 weeks. D/c [discharge] home.¿ relevant medical information: (B)(6) 2007: ¿seen for postoperative evaluation after ventral hernia repair and external oblique advancement flap (B)(6) 2007. I also did explant her old mesh from the hernia repair that I performed approximately 6 years ago. Returns to the hospital complaining of continued abdominal pain around incision site, consistent with recent postoperative surgery. Otherwise, no sign of infection. Drain on right side not very productive, therefore discontinued. Left drain continues to produce copious amounts of serosanguinous fluid, therefore left intact. I did aspirate approximately 75 cc of serosanguineous fluid from the base of her incision. To return to office in approximately 1 week for follow-up.¿ (B)(6) 2007: ¿feeling better. Does have some purulent drainage from wound and wound has opened up in the midline for approximately 2 cm with expression of 15 cc purulent material. Her jp drain was discontinued. No erythema. Therefore, no need to start antibiotics. The wound will be packed. Visiting nurse association will be arranged. Follow up in approximately 3 weeks.¿ (B)(6) 2007: ¿healing well and wound is more closed. Currently has only 2 cm opening which she is packing appropriately. Has no fevers and is tolerating diet, has some constipation complaints. Still some serosanguineous drainage and some granulation tissue at lower aspect of wound. Five cc of seroma was aspirated via a 19-gauge needle. Staples were discontinued and she will continue on twice daily dressings and will follow up in approximately one month¿s time. (B)(6) 2007: ¿wound now nicely healed, no longer has seroma or a wound problem. Will follow up in approximately 4 months. Should be returning to work (B)(6) 2007.¿ (B)(6) 2007: ¿seen for continued nonhealing of ventral hernia repair with external oblique advancement flaps. I believe that this is most likely related to a stitch abscess and I have tentatively boarded ms. Xx for wound exploration and suture removal at harper university hospital on (B)(6) 2007.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2001: operative report. Ventral hernia. Umbilical hernia. Procedure: ventral hernia with mesh. Umbilical hernia repair primarily. Indications for procedure: history of ventral hernia which has caused discomfort, comes in today for elective repair. Noted on exam to have umbilical hernia. Operative procedure: ¿the patient was taken to the operating room [sic] and laid supine on the table. After general endotracheal anesthesia, the patient¿s abdomen was prepped and draped in general surgical fashion. We then began by making a midline supraumbilical incision approximately 12 cm in length. Here we continued to dissect down through the subcutaneous tissue until the hernia sac was located. It was dissected free from its fascial attachments and dissected free using bovie cautery. It was set off to the side to be sent to pathology. During the process of dissection, we also noted there was an umbilical hernia, and its sac was also dissected free using bovie cautery and put off to the side. We then cleaned up the fascial edges of fat using bovie cautery. Hemostasis was obtained using bovie cautery. Once adequate length and width had been achieved on all sides of the fascia, we then used a micro mesh, gore-tex type and laid it underneath the fascia with the smooth side towards the bowels and the rough side toward the fascia and sewed this into place using interrupted 0 prolene sutures. These were all tied down into place. There was excellent apposition of the fascia and the mesh with no areas noted where bowel could sneak between the two layers. We then cut and placed a prolene mesh on top of the fascia. The pieces of mesh were approximately 8 cm x 10 cm. This was then held in place with the strands of our 0 prolene suture, which were tied down over the prolene mesh. Once complete, we then packed down the umbilicus to the fascia using interrupted 3-0 vicryl suture. The wound was irrigated with some sterile normal saline. Hemostasis was provided using bovie cautery. Through a separate stab wound a jackson-pratt drain was brought out through the right lower quadrant and laid over the top of the prolene mesh. The drain was tied into place using a 3-0 silk suture. We then reapproximated the subcutaneous tissue using a running 3-0 vicryl suture. We approximated the skin edges using staples. The wound was cleaned and dried. Sterile dressings were placed on top. Instrument, sponge and needle counts correct at the end of he [sic] case. The patient tolerated the procedure well and was transported to post-anesthesia care in stable condition.¿ on (B)(6) 2001: surgical pathology report. Diagnosis: hernia sac, excision and repair: hernia sac. Specimen: a; hernia sac. Operation: repair ventral hernia. Pre/postop diagnosis: ventral hernia. Gross description: container is labeled hernia sac. Received in fixative are two portions of pink, purple, tan glistening rubbery tissue that is 4.0 x 4.0 x 1.5 cm and 3.5 x 2.8 x 2.0 cm. Sectioning reveals folded pink-tan tissue and lobulated yellow adipose tissue. Representative section of each portion in one cassette. 01/16/01: implant record. Gore-tex dualmesh. Mfg/size: 18cmx24cmx1cm. Lot/model#: p17270-041/1dlmc06. The records confirm a gore® dualmesh® biomaterial (1dlmc06/p17270-041) was implanted during the procedure. On (B)(6) 2007: operative report. Pre/postop diagnosis: incisional ventral hernia. Procedure: explantation of ventral hernia mesh. Ventral hernia repair. External oblique advancement flap. Specimens: explanted ventral hernia mesh. Indications for procedure: s/p ventral hernia repair, complaining of continued pain at the hernia site. Now presents for exploration and repair of ventral hernia. The risks and benefits of the procedure were explained, informed consent was obtained. Description of procedure: ¿the patient was taken to the operating room and placed on the table in supine position. General anesthesia was administered. The patient was intubated. The anterior abdominal wall was then prepped and draped with betadine, followed by duraprep. The patient was then draped and ioban placed over the abdominal wall. An approximately 10 cm supraumbilical midline incision was made with a #15 blade. Incision was carried down through the subcutaneous tissue with bovie electrocautery to the level of the mesh. The mesh was then completely cleaned off. The edges were defined and the border between the mesh and the fascia was incised. There was evidence of adhesions of small bowel to the mesh itself. The adhesions were taken down with metzenbaum scissors as well as a #11 blade until the small bowel was completely free of the mesh. The entire mesh was then freed from the fascial edges and sent to pathology. Of note, the excised mesh measured approximately 5 x 5 cm in dimension. The small bowel was then carefully examined. There was no evidence of any enterotomies. There were 2-3 small areas of potential deserolsalization. The edges were imbricated with 0 silk suture. Several adhesions between small bowel loops were taken down with metzenbaum scissors. The bowel was then placed into the abdominal cavity and the skin edges were then undermined at the level of the fascia. The external oblique aponeurosis was clearly identified, both lateral edges. An approximately 5-6 cm vertical incision was made through the external oblique aponeurosis approximately 3-4 cm lateral to the midline. The same was performed on both sides. This allowed for approximation of the fascia at the midline without any tension. The fascia was then closed primarily using a mayo repair at the inferior and superior edges as well as the center. The remainder of the fascia was closed with interrupted #1 prolene sutures. Again, there was no evidence of any tension along the hernia repair. Two stab incisions in the right and left lower quadrant were made through the skin and subcutaneous tissue and 2 #10 flat j-p drains were then placed over top of the fascia lateral to the midline. The drains were sutured to the skin with 2-0 nylon suture. The subcutaneous tissue was then closed with a running 3-0 vicryl suture and the skin closed with staples. The patient tolerated the procedure well. Postoperatively, the patient was extubated and taken to recovery in stable condition.¿ missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2007 procedure was not provided. (B)(6) 2007: discharge summery. Admission diagnosis: abdominal pain; recurrent ventral hernia. Brief history and physical: previous ventral hernia repair with mesh. Abdominal pain and CT scan with recurrence of hernia. Had repair of defect and extract of the mesh. Tolerated procedure well. 2 jp drains, draining serosanguinous fluid from wound. Abdominal wound, stable, closed, clean, dry, intact. Afebrile. F/u 2 weeks. D/c home. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 08/31/1999: (B)(6) hospital. [Signature illegible]. Progress notes. 32-year-old complains of 1- month spotting and periodically passing clots, lost weight. Doesn¿t know she is pregnant. Medical history: hypertension, trans-ischemic attack (B)(6) 1998, umbilical hernia. Surgical history: dilatation and curettage, tubal pregnancy and miscarriage. Abdomen: soft, nondistended, umbilical hernia with fascial defect 1 cm and abdominal wall muscle weakness. Impression: incomplete abortion. 12/16/2000: (B)(6) hospital. [Signature illegible]. Progress notes. Abdomen: soft, nontender, positive hernia/umbilical. Fundus firm 1 cm below umbilicus, nontender. Impression/plan: post-partum day 2 status post spontaneous vaginal delivery. May discharge on anti-hypertensive medication. Tubal ligation in 6 weeks. 01/15/2001: [facility ni]. [Signature illegible]. Anesthesia record. Asa: 3. Medical history: hypertension, cerebrovascular accident ¿98-recovered. 01/16/2001: [facility ni]. [Signature illegible]. History & physical. Indications for surgery: congenital umbilical hernia, never resolved. Pregnant in ¿96; ventral hernia became apparent, scheduled for repair but lost insurance. Recently pregnant; delivered (B)(6)2000. Pain with exertion and postprandial, no nausea/vomiting, positive constipation. Recent urinary tract infection; flagyl discontinued yesterday. Soft, obese abdomen with midline abdominal hyperpigmented incisions. 2 fascial defects palpable in midline; superior to umbilicus about 1 fingers width defect. Larger defect at umbilicus about 2 fingers width. Preoperative diagnosis: ventral hernia. Plan: ventral hernia repair with mesh. 01/16/2001: (B)(6) hospital. Implant record. 1. Gore-tex dualmesh abdomen. Lot/model #: p17270-041/1dlmc06. Quantity: 1. Mfg/size: 18cmx24cmx1cm. 2. Prolene mesh abdomen 3 x 6. 01/17/2001: (B)(6) hospital. [Signature illegible]. Discharge instructions. No heavy lifting greater than 10 lbs. Return to clinic 10 days. Maintain and record jackson-pratt output. 02/26/0201: the (B)(6) center. [Signature illegible]. Pre-anesthesia record. Operative procedure: mini laparotomy tubal ligation. Weight 176. No smoking, alcohol, or drug use. Asa: 2 . 02/26/2001: (B)(6) hospital. (B)(6) , md. Operative report. Surgeon: (B)(6), md. Assistant: (B)(6) , md -(B)(6) , md. Preoperative diagnosis: multiparous. History of umbilical hernia repair with mesh. Low grade sil on papanicolaou smear. Postoperative diagnosis: multiparous. History of umbilical hernia repair with mesh. Low grade sil on papanicolaou smear. Procedure performed: colposcopy. Mini-laparotomy with bilateral salpingectomy via pomeroy method. Anesthesia: general endotracheal. Estimated blood loss: minimal. Fluids: 1005 cc crystalloid. Urine output: 100 cc clear. Findings: eight weeks size uterus with small subserosal fibroid 1 x 1 cm posteriorly, normal tubes and ovaries bilaterally. On colposcopy there was noted to be a small lesion that was aceto white at approximately the 5 o¿clock position. Decision was made to abort the colposcopy at the point and to follow in the clinic for colposcopy and biopsy and repeat papanicolaou smear. Complications: none. Indications for procedure: the patient is a 33-year-old gravida 5, para 3-0-2-4 who desires permanent sterilization. It was discussed with the patient the risks of the procedure including infection, bleeding, trauma to organs, possibility of blood transfusion. Also discussed with the patient the failure rate of 1% with increase for an ectopic. Other forms of reversible birth control were discussed with the patient including birth control pills, depo-provera, norplant, intrauterine device and condoms, the patient still desires permanent sterilization. Informed consent was obtained. The patient also has a history of umbilical hernia with surgery and mesh placement. Therefore, decision was made to proceed with a mini-laparotomy, bilateral tubal ligation. Operative technique: ¿the patient was taken to the operating room where general anesthesia was administered without complications. She was then placed in the dorsal lithotomy position. A bivalve speculum was then placed in the vagina. The acetic acid was placed on the cervix. Under colposcopy, the cervix was visualized and there was noted to be a small lesion at the 5 o¿clock position which was aceto white. Secondary to difficulty in obtaining the instruments for biopsy decision was made to abort the colposcopy and the patient will be instructed to follow up colposcopy and possible biopsy and repeat papanicolaou smear. The patient had a history of an abnormal papanicolaou smear which favored low grade sil. This was done on (B)(6) 2001. After the colposcopy a foley was then placed and the patient was placed in the supine position. The abdomen was then prepared and draped in the usual sterile fashion. A small mini pfannenstiel was then made approximately 2 cm above the pubic symphysis, approximately 4 cm long. The incision was then carried down to the underlying layer of the fascia with the bovie with excellent hemostasis. The fascia was nicked in the midline and the fascia was then extended laterally using the bovie. The superior aspect of the fascial incision was grasped with kocher clamps and dissected off the abdominal muscle with sharp and bovie dissection. Attention was then turned to the lower incision which similarly was grasped with kocher clamps and was dissected off the muscle using the bovie. The rectus muscles were then separated in the midline. The peritoneum was identified, was grasped with two hemostats and entered sharply with a knife. Examination of the pelvic revealed the uterus was approximately 8 cm with a small subserosal fibroid posteriorly, and normal tubes and ovaries bilaterally. The left tube was then grasped with a babcock and followed out to the fimbriated end. The tube was then grasped approximately 3 cm from the corneal region and was suture ligated with 0 chromic and another suture ligature was placed just inferior to the initial suture ligation. The tube was then excised with excellent hemostasis. Attention was then turned to the right tube which in a similar fashion was grasped with a babcock, followed out to the fimbriated end, suture ligated times two and then excised with excellent hemostasis. The fascia was then closed in a running fashion with 0 vicryl and the skin was closed in a subcuticular fashion using a keith needle with 4-0 vicryl. The patient tolerated the procedure well and was transferred to the postanesthesia recovery unit extubated and in stable condition. The patient was instructed to followup in two weeks for postoperative care and followup for colposcopy and possible biopsy.¿ 02/26/2001: (B)(6) hospital. [Signature illegible.] Discharge instructions. Activity: no heavy lifting greater than 10 lbs. For few weeks. Follow up in 2 weeks. ??/??/??: [missing records: records between 02/26/01 and 05/01/07 were not provided.] 05/01/2007: (B)(6) surgery clinic. (B)(6) , md. Letter to dr. (B)(6). For evaluation of recurrent abdominal wall hernia. Underwent ventral hernia repair and umbilical hernia repair (B)(6) 2001. Had done well postoperatively, but now returns complaining of knot like sensation in abdomen as well as abdominal pain in this region. Had mild nausea and vomiting yesterday. On examination has what appears to be a diathesis of abdominal wall; however, no overt evidence of abdominal wall hernia. Does have mildly tender epigastric region of abdomen; cannot rule out abdominal wall hernia. Asked to undergo CT scan of abdomen and pelvis; will be done (B)(6) 2007. Will return to office approximately one week after for reevaluation and reading of CT scan. 05/08/2007: [facility ni]. (B)(6) , md; (B)(6) , md. Radiology CT abdomen/pelvis. Findings: diastasis of rectus abdominis muscle with overlying mesh seen. Indication: diffuse abdominal pain, evaluate for abdominal hernia. Impression: anterior abdominal wall ventral hernia repair with mesh seen. Inferior to this mesh there is an umbilical hernia with small bowel loops, however no evidence of strangulation. Thickening of right adrenal gland limb which may be related to hyperplasia or adenoma. Small sub-centimeter mesenteric, retroperitoneal and inguinal lymph nodes which may be post-inflammatory. Extensive degenerative changes of the sacroiliac joints. Fibroid uterus. 05/11/2007: (B)(6) surgery clinic. (B)(6) , md. Letter to dr. (B)(6). I had performed previous ventral hernia repair with mesh and apparently by CT scan of the abdomen, she does have a recurrence. Due to recurrence and continued significant abdominal pain, which has fairly much incapacitated ms. (B)(6), I have scheduled for recurrent ventral hernia repair with mesh. 05/15/2007: (B)(6) . (B)(6) , rn. Preadmission assessment. States she does not want mesh and will call dr. (B)(6) office and speak with him. Surgical history: tubal ligation, hernia repair. Medications: verapamil, hydrochlorothiazide-lisinopril. No alcohol or drug use. Weight 183.5 lbs., bmi 34. 05/22/2007: [facility ni]. [Signature ni]. Anesthesia record. Asa: 2. Weight 189 lbs. 05/22/2007: (B)(6) university hospital. (B)(6) , md. Pathology report. Pathology #: (B)(4). Final pathologic diagnoses: hernia sac, ventral, repair: fibroadipose tissue and foreign body material. Clinically from ventral hernia. Specimen(s): ventral hernia. Procedure: repair ventral hernia. Preoperative diagnosis: recurrent ventral hernia. Gross description: received fresh labeled ventral hernia is an 8.5x 7.5 x 1.8 cm portion of soft, pink-tan fibrous tissue sutured to a 8.0 x 7.0 x 7.1 cm portion of soft, pink-tan mesh-like material. The outer surface is grossly unremarkable. Cut surface shows soft, pink-tan to white fibrous tissue and soft, yellow lobulated adipose tissue. Reps two. 06/01/2007: (B)(6) surgery clinic. (B)(6) , md. Letter to dr. (B)(6). Seen for postoperative evaluation after ventral hernia repair and external oblique advancement flap (B)(6) 2007. I also did explant her old mesh from the hernia repair that I performed approximately 6 years ago. Returns to the hospital complaining of continued abdominal pain around incision site, consistent with recent postoperative surgery. Otherwise, no sign of infection. Drain on right side not very productive, therefore discontinued. Left drain continues to produce copious amounts of serosanguinous fluid, therefore left intact. I did aspirate approximately 75 cc of serosanguineous fluid from the base of her incision. To return to office in approximately 1 week for follow-up. 06/08/2007: (B)(6) surgery clinic. (B)(6) , md. Letter to (B)(6). Feeling better. Does have some purulent drainage from wound and wound has opened up in the midline for approximately 2 cm with expression of 15 cc purulent material. Her jp drain was discontinued. No erythema. Therefore, no need to start antibiotics. The wound will be packed. Visiting nurse association will be arranged. Follow up in approximately 3 weeks. 06/26/2007: (B)(6) surgery clinic. (B)(6) , md. Letter to dr. (B)(6). Healing well and wound is more closed. Currently has only 2 cm opening which she is packing appropriately. Has no fevers and is tolerating diet, has some constipation complaints. Still some serosanguineous drainage and some granulation tissue at lower aspect of wound. Five cc of seroma was aspirated via a 19-gauge needle. Staples were discontinued and she will continue on twice daily dressings and will follow up in approximately one month¿s time. 07/10/2007: (B)(6) surgery clinic. (B)(6), md. Letter to dr. (B)(6). Wound now nicely healed, no longer has seroma or a wound problem. Will follow up in approximately 4 months. Should be returning to work (B)(6) 2007. 11/13/2007: (B)(6) clinic. (B)(6), md. Letter to dr. (B)(6). Seen for continued nonhealing of ventral hernia repair with external oblique advancement flaps. I believe that this is most likely related to a stitch abscess and I have tentatively boarded ms. Strong for wound exploration and suture removal at (B)(6) university hospital on (B)(6) 2007. ??/??/??: [missing records: records after 11/13/07 including operative report for wound exploration and suture removal were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2001 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal; bowel adhered to mesh; extensive adhesions requiring take down. Additional event specific information was not provided.